Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a slightly loose drive support disk.

Event description:
It was reported that insulin squirted out while the customer was changing the infusion set. The blood glucose reading was over 1304mg/dl. Troubleshooting was performed, and the customer was unable to describe any possible damage to the drive support cap. Reviewed the alarm history and found a motor error alarm. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.